Manufacturer narrative:
A 22.2mm + 3mm v40 head, cat # 6260-4-222, lot 37722902 was also reported. Based on the limited information provided, it cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation due to hospital policy. Should additional information become available, it will be provided in the supplemental report.

Event description:
(B)(6). Postoperative diagnosis: revision in (B)(6) occurred following initial revision for tha instability which occurred in (B)(6).